Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices were evaluated in the field and found to have broken/damaged components. The devices were repaired and returned. 1 device was evaluated in the field but no defect or malfunction was found. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 3 malfunction events, where it was reported there was a cot drop. There was no patient involvement in 1 event. 2 events had patient involvement; one patient experienced general pain, and one patient experienced no consequences or impacts.